Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has been confirmed. The cause for the failure was isolated to a shorted ECG 3, 4 and therapy electrode. The root cause for the shorted ecgs could not be positively identified. There was no adverse event that resulted from the damaged belt.